Event description:
The healthcare provider and the manufacturer's representative reported that the patient experienced pain and possible infection. According to patient file, the patient saw another doctor who took some sort of sample and stated that staph was present in sample. The doctor explanted the system (explant complete) on 2013 (B)(6) and his notes state that he didn't observe any evidence of infection or swelling. The issue was resolved at the time of the reporting. The system was fully removed without complication and according to the patient file, the patient had had several general follow up gyn appointments since the procedure and there was no comments of any concern. Patient status at the time of the reporting was alive - no injury.

Manufacturer narrative:
Product ID 3889-28, lot# va06700, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).